Manufacturer narrative:
The tilt drive motor was damaged causing a free movement of the tabletop. The defect tilt drive motor was exchanged at the affected operating table. The device was checked after the repair and released for further use. The returned tilt drive was investigated by trumpf medical. It was identified four screws which holds the motor and the connection part together were pulled out of the thread holes. The threads of the four holes were completely smoothed that no screw is able to be threaded in anymore. A concrete root cause could not be identified. But the force needed to pull those four screws out cannot occur during the intended use of the device. There must have been an extreme external force or impact which damaged this connection. The review of the failure log file did not show any contributing factor. No design or manufacturing issue was identified. A solely device malfunction cannot be confirmed, the event was most likely caused by an external impact. Trumpf medical has distributed more than 5800 similar devices and we are not aware of any similar event where those screws were pulled out. The device involved in this event passed it¿s intended design life of ten years. Based on this information no further action is required.

Event description:
It was reported that while a patient was on the operating table mars 2, four screws of the tilt drive fell down and allowed free movement of the tabletop. There was no report of patient injury associated with this event. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation for the root cause is currently ongoing. Further information will be provided within a follow-up report.

Event description:
It was reported that while a patient was on the operating table mars 2, four screws of the tilt drive fell down and allowed free movement of the tabletop. There was no report of patient injury associated with this event. This report was filed in our complaint handling system as complaint # (B)(4).